Event description:
Patient reported obtaining a blood glucose result of 120 mg/dl, at 6:00 pm, on the suspect device. Patient stated that, at the time the result was obtained, she was feeling as if blood glucose was low (irritable, sweaty, and shaky). Thirty minutes later, patient delivered 20 units of insulin lispro and had dinner. Patient stated, that 1.5 hours after dinner, she continued to feel as if blood glucose was low. Patient retested blood glucose, using the suspect device, and obtained a result of 211 mg/dl. No action was taken based on this result. Patient indicated that, 1.5 hours later, she experienced a seizure. A friend reportedly tested patient's blood glucose, using the suspect device and obtained a result of 82 mg/dl. Emergency medical services were summoned and upon their arrival, 30 minutes later, patient's blood glucose measured 23 mg/dl on paramedics' device. Patient was treated with an unk injection and transported to the hospital for additional treatment. At the hospital, patient was given peanut butter and orange juice, after which blood glucose measured 180 mg/dl. Patient was discharged 4 hours later. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.